Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the chair will stop and the lights go off. Chair shut down on the patient in his mobile home. Chair would only go 5 to 15 feet and than would stop with no error code.